Manufacturer narrative:
The reported complaint is confirmed. The returned 100528 scissors are in unused condition with a dark stain between the blades due to debris during packaging. A 2-year lookback was performed for similar complaints to this product ID, and the search returned a total of 0 additional complaints. Thus, no further investigation or corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a dark/burnt looking spot was noted on the lister bandage scisscors (100528). This was discovered before processing. There was no patient involvement; thus, no adverse event was reported.